Event description:
Boston scientific received information that shortly after the implant procedure out of range pacing impedances were displayed on the right ventricular lead and no pacing was also observed. This lead was repositioned and normal measurements were obtained. No adverse patient effects were reported following the respositioning procedure.

Manufacturer narrative:
Should additional information become available this investigation will be updated.